Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported receiving medical attention by emergency medical staff (ems) on the morning of (B)(6) 2025, due to low glucose levels of 31 mg/dl. He was found by a coworker while watching tv on his phone and was "out of it" when talking to them. Ems was called, and he was treated at the scene with food and an intravenous (IV). Treatment involved giving fluids and food. The hypoglycemia was likely caused by a bolus entered due to rising glucose levels, despite not consuming 195 g of carbohydrates. After further troubleshooting, the patient was able to update the transmitter serial number and get readings on his omnipod app, switching to automated mode. He confirmed that everything was resolved and had no further concerns. The pod was worn between 24 and 36 hours on the abdomen.